Manufacturer narrative:
(B)(4). Physio-control provided the customer (biomedical engineer) with the part number for a replacement system controller pcb assembly. Following repair of this assembly, the device will be placed back into service for use. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that intermittently they had an issue with the audio and ECG wasn't displaying. It is not known if paddles ECG was functioning. No further information was made available from the customer. There was no patient use associated with the reported event.